Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had an off no power alarm and a low battery alert. Customer stated that she changed the battery frequently. Customer's blood glucose was 157 mg/dl at the time of the incident. Customer stated that she received a low battery alert prior to the off no power alarm in less than 24 hours. Customer stated that she also received a serial peripheral interface to motor programmable integrated circuit communication error alarm. Customer stated that the alarm history and the menu could not be accessed. Customer declined further troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.